Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure was delayed, and the procedure was completed as by restart of the system. The philips field service engineer (fse) analyzed the system onsite and verified that cannot be tilted on the side anymore. After reviewing the log file, it is found that geo module was defective. Fse replaced the geometry control module. After replacing defective geometry control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not angulate. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the geo module. The system was returned to use in good working order.